Event description:
The facility technician reported the system malfunctioned during surgery and that there was an unspecified delay to the case. The technician stated that during the phaco sculpt mode, white flakes from the handpiece went into the pt's eye. The surgeon was able to aspirate the majority of the flakes, and the case was completed as planned. Additional info received stated, there are still 5-6 pieces of white flakes present on the pt's iris post operative. The pt has mild inflammation. The facility nurse stated they do have a copy of the phaco handpiece directions for use (dfu) and do follow the recommended cleaning and sterilization instructions. The completed questionnaire from the facility notes they are using a detergent, which is not within the product dfu recommendations.

Manufacturer narrative:
The company service rep examined the system and could not find any problems. The system was then tested and met all product specs. The nurse stated they did not save any consumables for eval. The nurse will be sending in the phaco handpiece for in-hour eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 09/04/2009.